Manufacturer narrative:
Per the user guide: change your cartridge every 48 to 72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an occlusion alarm occurred. Customer's blood glucose was 127 mg/dl. Pump system check was performed and pump was found to be functioning properly. Customer declined to remove infusion set site for inspection. Reportedly, customer used the cartridge for more than 3 days versus the labeled 48-72 hours.